Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date ¿ ni, date explanted ¿ unknown date in (B)(6) 2016, manufacture date ¿ ni. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-04295 / 04296 / 04297).

Event description:
Patient underwent a revision to remove screws and washer and there were fragments of these components in the patient. Upon post-operative radial imaging, it was noticed that some of these fragments remained inside the patient.

Manufacturer narrative:
Medical devices: 1422560 5.0mm cann canc lag scr 60mm dfnb2k; 1422550 5.0mm cann canc lag scr 50mm dccbnr. Complaint sample was evaluated and the reported event was confirmed. Visual analysis of the washer and the screws shows a number of gouges and scratches. This cosmetic damage is likely from explantation. Visual analysis also shows damage to the threads of one of the screws. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.